Event description:
It was reported that the white connector of the needle ruptured. The needle initially stayed in the pt. It took 15 minutes to remove the needle from the pt. The needle was removed with the help of an american forceps. No report of pt injury.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device 510(k) # class I exempt, currently distributed in the u.s. The lot history records have been reviewed with special attention to the mfg and inspection of the product and the product was found to have met all specs prior to shipment. This event is currently under investigation.